Event description:
Siemens 3t unit was one month old when it experienced two major malfunctions. The most serious was a magnet quench which could cause operator and patient harm although there were no injuries at this time. Helium cloud was observed by passerby comining out of the unit from the quench pipe. The tech had also reported a loud squealing noise from mr room. Siemens field service was notified. They came and refilled the magnet with helium. The concern is we have not been provided a satisfactory explaination of the root cause. In addition, we experienced downtime when the system would not boot up. It was determined to be a defective body coil which is a major downtime issue. Our concern is the major repairs required of a system that was only two months old. In addition, quenching is a potentially serious safety issue to patients or operators of the MRI.